Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that one of the customer's buttons was not working last night. Customer already left for work and does not know if the button works. Customer's blood glucose was high. Customer attempted to bolus and then the down arrow button would not work. Customer's blood glucose was 200 mg/dl. Customer treated with a manual injection. Customer overtreated and it led to a low blood glucose level of 40 mg/dl. Customer had orange juice and ate to treat the low blood glucose. Caller declined troubleshooting for both the high and low blood glucose.